Manufacturer narrative:
The insulin pump was received with intermittent button response due to lcd keypad connector not plugged in properly. The device had minor scratched display window.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 229 mg/dl. The customer states that they have been outside and it was cold. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.